Manufacturer narrative:
Please note that this date is based off of the date of publication of the article as the event dates were not provided in the published literature. It was not possible to ascertain specific device information from the article or to match the events reported with previously reported events. Correspondence has been sent to the author of the article inquiring about individual patient information and additional information regarding the reported events. The device was used for an off label indication as it was implanted for depression. Concomitant medical products: product ID: neu_unknown_lead, product type: lead. (B)(4).

Event description:
Giordana, b., benoit, m., darmon, n., yelnik, j., millet, b., fontaine, d. Acute and reproducible mood improvement due to nucleus accumbens deep brain stimulation. Brain stimulation. 2015;8(4):842-843. Doi: 10.1016/j.brs.2015.05.004 summary: here we report very acute, quantified and reproducible mood changes induced by nacc-dbs in a refractory mdd patient. Patient was a (B)(6) female. Reported events: it was reported that the patient experienced a new relapse of major depressive disorder, which occurred very suddenly (in a few hours delay), concomitant with stimulation disruption due to rapid battery depletion. It was noted that the patient had undergone bilateral deep brain stimulation (dbs) due to a history of major depressive disorder (mdd), with the current episode beginning in 2003, worsening over time and considered as highly treatment-refractory. Therefore, a rechargeable device was implanted. Switching on the new stimulator resulted in a very fast mood improvement, the hamilton depression rating score (hdrs-17) score improved from 27 to 2 within two hours. Six months later, this clinical remission was sustained. The source literature did not include any specific device information. Further information has been requested; a supplemental report will be submitted if additional information is received. See attached literature article.